Event description:
Customer reporting false positive sars result on an asymptomatic patient being screened for weekly testing for unvaccinated individuals. Customer states the result was confirmed negative by pcr the same day.

Manufacturer narrative:
Investigation summary: the provided lot number was not associated with the reported product. Multiple attempts were made to gather more information from the customer without success. Therefore, we performed a search for similar complaints of the reported problem. A review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.